Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no alarm. The insulin pump passed the self test and displacement test. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had an a44 alarm on the insulin pump. The customer's blood glucose level was 252 mg/dl. The patient changed battery but alarm kept re-occuring. The insulin pump swapped during ooh.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.